Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during an unspecified surgical procedure it was observed that it was impossible to remove saw blades from the attachment device. It was noted "jamming the blade." During service and evaluation, it was observed that the device bearings were defective and worn. It was further determined that the device failed pre-repair diagnostic tests for oscillation frequency and saw performance. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.